Event description:
Pt reports that pump said "running with full cartridge for the past 4 days" but when pt switched to other pump, she found the cartridge empty. Pt had a headache upon restarting remodulin with functioning pump. It is unk whether how long pt may have been without drug due to pump malfunction. Replacement pump sent. Pt currently using functioning backup pump. No other info provided. Is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? Yes; if yes, was any medical intervention provided? Unk. Reported to (B)(6) pt/caregiver.